Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device was suddenly affected. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was suddenly affected. The user was reimplanted.